Event description:
It was reported that post-op to a laparoscopic hysterectomy procedure, the patient was brought back to surgery due to bleeding. The surgeon had to reseal the pedicles using bipolar kleppinger forceps. No blood products were needed. Disposable device was discarded. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.